Manufacturer narrative:
The device was received by the resmed technical service center in paris, france and an evaluation was performed. The evaluation determined that the heated flex cable fault was due to a faulty connector. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a defective heated flex cable. The heated flex cable prevents condensation on the device expiratory valve sensors. There was no patient injury reported as a result of this incident.